Event description:
A customer reported a malfunction on the pump, although no significant events occurred prior to the malfunction, and the issue did not adversely impact the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to contact support again if the issue resurfaced, and the customer acknowledged and understood these instructions.